Manufacturer narrative:
The insulin pump passed the self-test, the excess no delivery alarm error test, and displacement test. However, the insulin pump was not able to prime during priming and the compromised force sensor system test failed due to faulty force sensor resistor. The insulin pump was unable to perform the excessive no delivery test due to prime anomaly. There were no unexpected restart alarms and no external ram errors. The insulin pump was received with multiple displayable history check failed alarms. Displayable history check failed on the insulin pump due to corrupted file. The insulin pump was received with minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery. Customer stated the displayable history check also failed on the insulin pump. Troubleshooting was performed. Customer advised the alarm was resolved during a complete set change. Customer was advised that the insulin pump would be replaced and that they may continue to wear the pump until replacement arrives.